Manufacturer narrative:
E1: patient country:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced infusion set fell off during use on 22/apr/2024. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.